Event description:
The doctor indicated device fracture. There was no serious patient injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, it was determined that the abutment has separated from ceramic. Therefore the component does not function within required manufacturing specifications. The dentist used the correct screw. The most likely cause for fracture is the application of excessive force. This is the only complaint from this lot. This is an isolated incident. Checked inventory and found (B)(4) abutments from this lot have been shipped. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.